Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy, while they were preparing to resect the blood vessels, the stapler could not be fired and the surgeon was unable to squeeze the handle although he was able to press the green button. Switch to a new device to solve the problem. There was no patient injury.